Event description:
The technologists in the coagulation laboratory observed that we were receiving an abnormal number of specimens with very short clotting times less than 20 seconds for a ptt (prothrombin time)test which were being held in the analyzer interface. These specimens are checked for a clot. Recollection is recommended as a traumatic collection is suspected.the vendor was contacted to rule out a analyzer issue. The vendor checked out the analyzer and no problems were detected. The hematology lab has 2 of the analyzers in question and short seconds were observed on both analyzers. The hematology supervisor then contacted the nurse educator for the ed (emergency department) where the specimens were being collected. The nurse manager investigated if the specimens were being collected by new staff or any other collection changes. The nurse manager found that the specimens were being collected by experienced staff. The hematology supervisor observed that the shortened times on the ptts was on a specific lot number of 3.2% sodium citrate tubes manufactured by grenier. The lot was pulled. The shortened ptt results from the ed patients are being monitored daily and are no further inaccuracies has been identified, since the tubes were removed.